Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection, the device was found to be ruptured. Mentor did not receive permission to perform destructive testing. As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The rupture was visualized via ultrasound performed on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.